Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient went to the emergency room (ER) around 12:00 pm with his wife when he experienced shakiness and disorientation. His cgm during this time was reading below 70 mg/dl. He had no bg fs at home to confirm if he was really hypoglycemic at that time. No medication/treatment taken and did not consume foods. At the ER, his cgm was still reading below 70 mg/dl while his manual bg was higher, but he can't remember the bgm value and did not specify if he was diagnosed with hyperglycemia. They administered IV fluid and admitted the patient for monitoring. The patient was discharged on (B)(6) 2026. He couldn´t remember the manual bg before he was discharged and his cgm was already removed during this time due to medical procedure. He was fine after the event. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.